Manufacturer narrative:
The proximal conductor was extrinsically distorted, the distal electrode was covered in blood/tissue/fluid, and visual summary analysis indicated the lead was stretched and damaged at implant; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead needed repositioning due to increased thresholds. The lead appeared tight in the clavicular space and the lead was stretched during the procedure. The physician lost confidence in the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.